Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained since the device associated with this event was not returned. From the xia instructions for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. Patients who are overweight may be responsible for additional stresses and strains on the device which can speed up metal fatigue and/or lead to deformation or failure of the implants. The size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. As the device was not returned, a definite root cause cannot be determined, however it is likely that the length of implantation (over 1 year) contributed to the event. Non fusion can cause the implant to be subjected to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. If the patient fused, these devices serve no functional purpose and can be removed. Other possible root causes include improper screw hole prep, overtightening of the blockers, and/or poor fixation construct.

Event description:
A physician reported that a patient underwent revision surgery to address a fractured xia lp monoaxial screw. The construct was removed but the broken shaft of the screw could not be explanted since, "the implant place of screw was very deep."

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A physician reported that a patient underwent revision surgery to address a fractured xia lp monoaxial screw. The construct was removed but the broken shaft of the screw could not be explanted since, "the implant place of screw was very deep."